Event description:
In 2009, the patient reported she does not believe her infusion device is delivering insulin properly. She stated that her hba1c has been elevated over the last month. She has not received any error messages and she believes her basal rates are programmed correctly. She stated that at 12:00am her blood glucose measured 125 mg/dl and 2 hours later her blood glucose measured 475 mg/dl. She stated that she attempted to bolus through the infusion device and she did not receive a bolus confirmation. She injected insulin via syringe to lower her blood glucose. At 11:00pm her blood glucose measured 252 mg/dl. At the time of the report the pt was instructed to inspect the infusion device and she found that it was in the stop mode. She did not recall placing it in the stop mode. She placed the infusion device in the run mode and used the up button to program a 3 unit bolus but the infusion device did not vibrate to confirm insulin delivery. The patient declined assistance setting up the back up infusion device due to visual impairment. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.